Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported that, during use with a plum360, the patient¿s vancomycin dose ran out early. The infusion was scheduled to infuse 100ml; however, when checked by the clinician the bag was completely dry (with air in the tubing and cassette). Per the pump, there should have been 10.6mls of medication remaining. There was no harm to the patient reported. No additional information is available at this time.